Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Oil-like substance on syringe plunger. Before use. The hospital pharmacy detects 2 50 ml syringes with oil-like substance on the plunger stopper before preparation. Please see photo in attached letter.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: two photos and two physical samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringes. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2408012 and were found to be within specification. The sample underwent these same tests and found results were slightly above our specified limits, however, it was verified the quantity was still compliant with (B)(4). A device history review was performed for reported lot 2408012, identifying two maintenance orders that were performed on one of the silicone dispensers, finding syringes from this dispenser had excess silicone. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Based on the sample evaluation and our quality team's investigation, the root cause of this event is related to the maintenance orders found during manufacturing with the silicone dispenser, indicating silicone content was likely above specified limits. A project has been initiated to further improve our silicone process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.